Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of the light adjustable lens (lal), a capsular bag tear occurred. The implanting physician indicated that while rotating the handpiece, the haptic contacted and dragged across the capsular bag, resulting in the tear. No additional contributing factors or procedural variations were identified by the reporter. No further information was provided.